Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: micronor from (B)(6) 2011 to (B)(6) 2011. Concomitant products included erythromycin, gabapentin, loratadine, meloxicam, methocarbamol, pravastatin and sertraline (zoloft). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle/ dysmenorrhea (cramping)"), fatigue ("fatigue,"), feeling abnormal ("brain fog"), menorrhagia ("abnormal bleeding (menorrhagia)/ excessive menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines /headaches"), rash ("rash on chest"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), stress urinary incontinence ("urinary incontinence-stress incontinence"), vulvovaginal pain ("vulvodynia/ pain (vulva)"), abdominal pain ("abdominal pain/ sharp pain in my abdomen"), dyspareunia ("dyspareunia (painful sexual intercourse) /painful sex"), metrorrhagia ("intermenstrual bleeding"), vestibulitis ("vulvar vestibulitis") and complication of device insertion ("doctor used a second kit on my left tube he heard a "click" when placing the first one"). The patient was treated with surgery (on (B)(6) 2015, hysterectomy (partial)/bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, fatigue, feeling abnormal, vaginal haemorrhage, bladder disorder, urinary tract disorder, stress urinary incontinence, vulvovaginal pain and complication of device insertion outcome was unknown and the genital haemorrhage, migraine, rash, abdominal pain, dyspareunia and metrorrhagia had resolved. The reporter considered abdominal pain, bladder disorder, complication of device insertion, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, rash, stress urinary incontinence, urinary tract disorder, vaginal haemorrhage, vestibulitis and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion most recent follow-up information incorporated above includes: on 23-may-2018: plaintiff fact sheet received. New reporter added. Plaintiff demographics, historical medication and concomitant medications added. Essure indication updated. New events, abnormal bleeding (menorrhagia), intermenstrual bleeding, abnormal bleeding (vaginal), rash on chest, bladder or urinary problems or changes, migraines/headaches, urinary incontinence-stress incontinence, vulvar vestibulitis, vulvodynia, abdominal pain/sharp pains in abdomen, dyspareunia (painful sexual intercourse) /painful sex and doctor used a second kit on my left tube he heard a "click" when placing the first one. Were added. She had recovered for the following events: heavy bleeding, cramping, migraines, painful sex and rash on chest. Lab data was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle"), fatigue ("fatigue,") and feeling abnormal ("brain fog"). The patient was treated with surgery (patient underwent a hysterectomy procedure to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, fatigue and feeling abnormal outcome was unknown. The reporter considered dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.